Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a audio beep anomaly. The customer¿s blood glucose was 10.8 mmol/l. The customer stated that the notification light did not blinking. Customer states buttons were neither pressed nor accidentally pressed. Customer states they hearing a very quit beep. The insulin pump will not be returned for analysis.